Event description:
Dealer reports an intermittant problem saying that parents reported the visual alarm led was on for "heart slow" but that there was no audio alarm. Apparently the pt was turning blue when found.